Event description:
Patient presented to the physician with wound dehiscence at the chest incision site with blisters, swelling, and pus being present. Upon further examination, the physician determined an infection and prescribed antibiotics. The patient presented back to the physician with the components eroded through the skin at the chest incision site. Physician brought the patient into the or and removed the entire inspire system.